Event description:
A caller reported a tandem mobi cartridge alarm, which was confirmed by technical support as cartridge alarm 35 and was not due to the load process. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge, deliver a 9-unit bolus, and then load a new cartridge. The bolus was completed successfully, and the caller was able to load a new cartridge properly and resume insulin therapy. The issue was resolved.